Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had a really high pain tolerance, but it got to a point where they could not take it and other people would be smashing their head against the wall. The patient stated they got the implant to have less pain, not more and they loved the implant when it worked right. The patient further stated the implant had started acting up and had continuously gotten worse. The patient said they hit a bump in their car and they got a sharp jolt up their spine. The patient said they should not be getting shocked by the machine and the implant gets warm enough that they could feel it through their skin. The patient did not notice the warmth, but their friend that did reiki for the patient's back pain has their hand over the implant and asked if it was supposed to be warm. The implant emitted quite a bit of heat. It was reviewed this did not occur while charging. One time the patient was woken up by the implant was shocking them from the center of the controller through their skin and lasted about 45 minutes while they were lying in bed. About 2 hours after the event the ins battery went dead. The patient reported no falls or trauma. The patient said the healthcare provider checked and said there was no infection. The implant could be seen through the skin, but the patient was not worried about that. The patient thought the implant was an inch away from their spine, but x-rays showed there was no way it was an inch from their spine. The patient further state without gabapentin they would be in a world of hurt, and it made the pain bearable at 3600 mg. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that they were still having the issues with charging and shocking. The patient noted they had received both the system problem and software problem rn04 messages in the past but was not currently receiving those messages. The patient stated the device was still shocking him but when the stimulation is off the shocking stops. The patient mentioned he had an x-ray but it was encrypted and he couldn¿t view the information. The patient wasn¿t aware of any other diagnostics being performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the patient complained of various pains, shocking sensations, chargers not working, stimulator not working, heat emitting from the device, and various other complaints on a weekly basis. Nothing had been found to be wrong with the devices at all. The patient stated that just lying in bed during the night led to shocking from the center of the implant. It went on for 45 minutes, with no controller changes, and everything was set. No steps were taken to resolve the shocking and warm implant. The issues had not been resolved. The patient was not happy with the device because they could not figure out what was going on with it. The patient still had pains going up and down their spine and the unit shocks them in the back. It had been going on for over 2 months and the patient believed that it was resting close enough to the spinal cord to cause the problem. The patient stated they did not get the device to cause more worsened pain and reiterated that the ins gets warm. They loved the unit when it worked well, but they wanted the unit fixed. They do not want to take the device out and be back in the pain that they were before. The last time the patient saw their healthcare provider (hcp) they looked at their back and did not see any infection or anything and said the patient would be good to go. The patient asked their hcp for pain medication. The patient came to the conclusion that the ins needed to be changed. They wondered if they needed to contact another hcp. The patient mentioned they were implanted for pain in their legs. The patient was still getting shocked all of the time. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the heat being emitted from the device was still going on. No steps had been taken to resolve the shocking, heat emitted from device, worsened pain, sharp pains going up the spine, and device being close to the spine. The issue was not resolved.